Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a chipped epoxy at the bending rubber section during maintenance of an olympus cysto-nephro videoscope. No patient injuries were reported.